Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient.(B)(4).

Event description:
Treatment of a left cavernous aneurysm. During the pipeline deployment, it was reported that the pipeline required balloon angioplasty to achieve full wall apposition (an option presented in the instructions for use).no injury was reported with the patient as a result of the procedure.